Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced unknown issues and was given antibiotics approximately 6 weeks post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no alleged failure of the device. The initial report was forwarded in error and should be voided.